Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced recurrent low glucose readings with a lowest reported value of 59 mg/dl and highs up to 235 mg/dl, describing a rollercoaster pattern and acknowledging overtreatment of hypoglycemia with oral glucose without fingerstick confirmation. Symptoms included shaking and feeling nervous, consistent with hypoglycemia. Outcomes included transient low glucose events with subsequent hyperglycemia due to overcorrection without hospitalization. Investigation included data synchronization review and troubleshooting education provided to the patient regarding appropriate treatment of low glucose. Investigation of this case revealed user-related overtreatment of hypoglycemia while using the ilet and oral glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling, specifically overtreatment of hypoglycemia leading to rebound hyperglycemia.